Event description:
Reporter is consumer who says that she purchased the product and they've refused to handle her complaint in an efficient manner. Seven mos ago, she purchased contacts and began using them this month. They were due to last a month (the contacts) but only lasted "one day" and disintegrated. Her box has no expiration date and has stamped across it "not for individual sale."